Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Total knee replacement .whilst in use the spring mechanism on the laminar spreader fractured and broke through the screw line. One fragment was not recovered. It is unknown if the fragment was present at the beginning of the operation. Rep trapped stove x-rays were performed to ensure no fragments were left in the patient. The surgery was then completed without further incidence. It was a 17 minute delay in surgery.

Manufacturer narrative:
Product complaint # : (B)(4). The device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.